Event description:
It was further reported that the device was reprogrammed and remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that after a device change the settings on the device were 70-120 but the actual pulse is 65. The patient also noted being out of breath and like they cannot exercise like they used to. The device remains in use. No patient complications have been reported as a result of this event.